Event description:
It was reported that a buretrol set leaked from the junction between the luer lock and tubing of the device. This occurred during infusion of etoposide. The secondary set was clamped off and the remaining solution in the buretrol set was allowed to infuse into the patient. There were no connections issues found between the buretrol set and the secondary set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.